Manufacturer narrative:
The company service representative examined the system and could not duplicate the system message or problem reported. The IV pole pcb was replaced as a preventive measure. The IV pole was tested for proper operation. The system was then tested and met all product specifications. The IV pole pcb has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).

Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported, the IV pole was not responding. A system message displayed during surgery. The cases were completed with a stand alone IV pole. There was a half-hour to one hour delay. No pt injury was reported.